Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, after which the issue was resolved and the caller successfully initiated their sensor session.